Event description:
It was reported that the implantable pulse generator's (ipg) longevity did not meet the physician's expectations given device settings during the life of the device. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was further reported that a power on reset (por) occurred.

Manufacturer narrative:
(B)(4)